Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer failed. A field service engineer has successfully replaced the missing magnet in the latch assembly. Everything is now functioning correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system full height cubie drawer 4 is inaccessible to the user for recovery purposes. It indicates that the drawer is open and must be closed in order to recover it. A customer has reported that the delay in dispensing medication was caused by a malfunction. There were no adverse events or injuries reported based on this event.